Event description:
Boston scientific received information that the patient with this device developed a high heart rhythm of 130 beats per minute (bpm). The patient was admitted to the hospital were the device was then interrogated. Interrogation of the device revealed that the patient ran on the max tracking from the device with high rate pacing for a long duration of time; with the rhythm iq on. The physician elected to reprogram the device and turn off the rhythm iq feature. A data disk was sent into boston scientific technical services (ts) for review. The patient was discharged from the hospital and remained stable after the reprogramming of the device. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
The device remains implanted. A boston scientific technical service consultant reviewed the printouts and a discussed that the patient has a history of fluctuating heart rhythms. The device remained programmed dddr on (B)(4) and the patient was pacing in the lower rate limit (lrl) at 60 percent of the time with the rhythm iq turned on. From the data on (B)(4), it appears that rms was turned off at the end of the follow up and the device remained programmed at dddr. Now after reprogramming, data indicates that patient is 100 atrial pace (ap) and/ventricular sensed (vs) with more than 80% of the rate at the lrl (despite the dddr). In conclusion, the patient had a high heart rate in the ventricle because of tracking in the atrium which appears to be ap the majority of the time. Despite the minute ventilation ( mv), the agent does not anticipate any other algorithm to cause the device to ap at rate of 120-130 for a sustained time as, rhythmic can¿t bring the device to perform the sustained high rate pacing. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.